Event description:
The customer reports that during a physicist's check, the collimation was found to be outside of allowable limits. There was no injury to a patient.

Manufacturer narrative:
(B)(4). The ge service rep found the 6 inch and 4 inch x-ray fields exceed fluoro image size by more than 3% sid. He adjusted/aligned the collimator sizing-to within alignment rings on alignment tool. The system is repaired and operating as intended.